Event description:
A patient reported blood glucose results of "14 and 17 mmol/l" with a lifescan meter. The patient was unable/unwilling to provide the time difference between the two results. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct.